Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc was informed that the total human chorionic gonadotropin (total hcg) discordant falsely elevated result occurred with one patient sample. The total hcg assay was calibrated, and quality control (qc) were within range before testing. Siemens dispatched a customer service engineer (cse) to the customer site. The engineer evaluated previous service repairs and identified a blocked vacuum line in the waste reservoir. The engineer serviced the sample syringe, two and three-way valves, and the cuvette ring loader sensor, and performed a daily cleaning procedure. A total service visit was performed, and it was noted that the probes (two and three) were out of alignment. The cse realigned probes and verified the operation of the advia centaur xpt instrument. The customer and siemens monitored the performance of the instrument. A follow-up was performed, and the customer stated that total hcg precision studies completed, and the assay performance is satisfactory post service. Siemens is investigating.

Event description:
A discordant falsely elevated total human chorionic gonadotropin (total hcg) result was obtained on an advia centaur xpt instrument. The discordant result was reported and questioned by the physician(s). The customer used the same sample to performed repeat testing and obtained a result of <2.0 miu/ml. The customer used an alternate platform to perform repeat testing and obtained a negative result. The customer stated that repeat test results were matching and a corrected report was issued. There are no reports of patient intervention or adverse health consequence due to the discordant falsely elevated total hcg result.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2019-00314 on 06-september-2019. Additional information (12-november-2019): siemens reviewed the instrument and event data and noted that the customer service engineer (cse) identified a high number of signal errors when running the wet water and dry background tests. The cse performed the decontamination of the system's acid/base with a cleaning solution. Total human chorionic gonadotropin (total hcg) precision studies were completed and noted the quality control results are within specification, and assay performance was satisfactory post-service. The investigation is complete and the cause of total hcg discordant result was due to the misalignment of the reagent probes and contamination of the system. The instrument is performing according to the specifications. No further evaluation of this device is required. The conclusions code in section h6 is updated.